Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that during the preparation air ingress occurred through the side port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product was received for analysis. It was further reported that the sheath was not inserted inside the patient. Fluid leak occurred during the preparation with saline from the distal tip of the faradrive sheath. The dilator was not inserted inside the sheath.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted the sheath was returned with the dilator inserted. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valves, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles and leak are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned investigation conclusion code of cause traced to device design and cause traced to transport/storage supporting evidence that came to this conclusion. Boston scientific's investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design. The secondary finding of valve deformation. This issue was likely a consequence of the dilator being inserted in the sheath for an extended period of time during storage/shipping. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that during the preparation air ingress occurred through the side port of the sheath. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that the sheath was not inserted inside the patient. Fluid leak occurred during the preparation with saline from the distal tip of the faradrive sheath. The dilator was not inserted inside the sheath.